Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead were removed due to an infective endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available an amended report will be submitted.